Manufacturer narrative:
1. Complaint description: when advancing the fluid, found the product was blocked, then removed the indwelling needle, extracorporeal attempts to push the fluid, still blocked. 2.DHR/bhr review: (1)the batch number of the complained product is 3108285, is 24g and product code is 383912, produced on 2023/06, with a total of 114000 pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 3. The customer did not return any samples or photos, cannot confirm the specific defect status; 4.take the retained sample of this batch for occlusion test and flow test , and no abnormality was found. Test report refer to attachment 1; 5.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific status of the occlusion cannot be confirmed. Therefore, the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd pegasus yel 24ga x 0.75in prn had a flow rate slow / occluded the following information was provided by the initial reporter; normal use of the indwelling needle, inserted into the vessel to remove the steel needle there was blood return, but advancing the fluid was found to be blocked, then removed the indwelling needle, extracorporeal attempts to push the fluid, still blocked.